Manufacturer narrative:
Pump had cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock/click in place, missing reservoir tube o-ring, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the entrance to the reservoir compartment is broken and the o-ring is missing. Customer reported that they cannot get a positive lock on the reservoir and cannot use the pump. Customer's blood glucose at the time of the incident was 153 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.